Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service a "no video image" that occurred in the united states involving pentax medical video naso pharyngo laryngoscope, model vnl11-j10, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The user facility responded to good faith effort(gfe) emails via email on 20-jul-2021 stating the user became aware of the failure during pre-inspection check and the endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The customer owned endoscope was received by pentax medical for evaluation on 09-aug-2021. The colonoscope was inspected by pentax medical service under service order (B)(4) and the technician identified "image dark" and "light carrying bundle has less than 70% transmission" as well documenting the following inspection findings:passed dry leak test, segment crushed, passed wet leak test, trim cap missing, insertion tube twisted between 20cm to 30cm on vnl type scop, up/ down control knob/ lever plastic cover @ pivot separated the device underwent repairs for the slice in the channel and fluid invasion including the following components: o-rings and seals, insertion flex tube w/segment, distal attaching pin, segment steel braid, bending rubber, distal body with lcb, angle lever assy. Model vnl11-j10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. The endoscope is awaiting repair and approval by final qc as of 17-aug-2021.